Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old white male patient had impella 5.5 pump inserted for additional support and longevity after having impella 5.0 pump. The impella 5.5 pump was inserted without any issue. The pump stopped over the duration of a couple hours. The patient's family withdrew from care to make patient comfort measures only (cmo) and the patient expired.

Manufacturer narrative:
The pump was returned for evaluation. There was biomaterial found in the outlet when visually inspected. The pump stop was likely caused by ingested biomaterial.